Event description:
The surgeon alleges during a lap nephrectomy, he placed two clips on the proximal side of the renal vein and one clip on the distal. He noticed blood coming where the two proximal clips were placed. He put a couple of metal clips on the view to stem the blood flow, correcting the condition. No patient injury reported.

Manufacturer narrative:
The facility reported two (2) different lot numbers when reporting this event. Lot number 200702 and 1286821. The DHR's have been requested for review. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.